Event description:
It was reported that a large volume infusor had a slower flow rate than expected. No drops were observed during the confirmation of the flow for a device. The device was filled with 50ml, and approximately 45ml of fluid remained in the device. The issue was noticed during preparation by the pharmacist. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information for h4: the lot was manufactured between july 20, 2023. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and evidence of continuous flow was observed. The flow rates were found to be within the product specification range. Based on the functional flow test result, the infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.